Manufacturer narrative:
The insulin pump had a button error alarm due to corroded keypad traces. No moisture damage found inside the pump. The insulin pump was received with cracked display window corner, reservoir tube lip, belt clip slot, scratched lcd window.

Event description:
It was reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 8.3 mmol/l. Troubleshooting was performed. The device was returned for analysis.